Event description:
It was reported that the patient was unsatisfied with pain relief and the implantable neurostimulator (ins), leads and extensions were explanted (B)(6) 2014. The product was not replaced. There was no patient death or patient injury. The patient status after the device was removed was recovered without sequela. Additional information was requested. If received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found that it was functionally okay and there was no significant anomaly. Analysis of both leads with serial/lot number (B)(4) found that the distal end conductor was broken at #3 electrode weld site. The continuity acceptable and - 0-2, 3 open. Analysis of one of the leads with serial/lot number (B)(4) found that the distal end conductor was broken at #3 electrode weld site. The continuity acceptable and 0-2, 3 were open.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3888q45, lot# va07lh6, implanted: (B)(6) 2014, product type: lead; product ID 97791, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.